Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. Upon troubleshooting, fse found that the host pc was not turned on after system was started. Fse replaced host pc and loaded new license file. After replacement the system was returned to use in good working order. The defective part(host pc) was returned for analysis and investigation concluded failure was confirmed. Mode of failure was battery charge/discharge issue. The codes were updated based on the investigation outcome.